Manufacturer narrative:
(B)(4). Visual examination of the provided photo found a piece of the trial has fractured off. The device was not returned for further evaluation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial surgery on patient's left knee, the tasp fractured while trialing. There was no significant delay to the surgery and no impact to the patient. Attempts were made and no further information was provided.